Manufacturer narrative:
The reported event that computer froze during a procedure was confirmed by the stryker technician. It was observed that a new stryker pc 2 was installed and the issue was resolved.

Event description:
It was reported that the computer of the navigation kit for navsuite froze during the course of a spine or cranial procedure at the user facility. The computer was able to be rebooted after the video card was reseated. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully using navigation.

Event description:
It was reported that the computer of the navigation kit for navsuite froze during the course of a spine or cranial procedure at the user facility. The computer was able to be rebooted after the video card was reseated. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully using navigation.